Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device still fails the defib portion of the operational check after being returned from bench repair. There was no reported patient involvement.